Event description:
Meter name: basic, strip name: one touch, meter code: 8 strip code: 8, strip storage: correctly. Symptoms: stated does not feel right and their head does not feel right. A patient reported has been sick lately and has passed out due to glucose levels. Experiencing pain in right foot and increased problems with arthritis. Their meter allegedly was inaccurately low. The result on their meter was 300mg/dl. The result on the hcp meter 417 mg/dl. The time difference between patient's meter and hcp meter is 11-20 minutes. Treatment given is unknown. Went to hcp office due to symptoms. No further information has been reported.